Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the probe wipe rinse block was not moving and was leaking. The fse cleaned and adjusted the probe rinse block, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a bloody leak from the manual probe of the coulter hmx analyzer with autoloader when running controls. The volume of the leak was about 0.5 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.